Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 598 mg/dl; cause was not known. Moderate ketones were present. Insulin injection was administered to address bg. System check was performed with tandem technical support; no device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.